Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. Also, moisture damage was noted to the motor. The functional testing could not be completed due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer's mother reported via telephone call that the insulin pump was exposed to fluid. She was unsure of the blood glucose reading at the time of the incident. She stated that the insulin pump would not deliver insulin the night before, and that the numbers would climb when attempting a bolus. The morning of the report, the blood glucose reading was 500 mg/dl and the display was blank. The customer was treated with manual injection. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.